Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to be implanted due to impedance issues. The pacemaker presented connection issues. Another device was successfully implanted. No additional adverse patient effects were reported.